Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02386 for the associated device information. It was reported to boston scientific corporation that two wallflex enteral colonic stents were used in the sigmoid colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, a stent was being implanted to treat a 6 cm malignant lesion. Reportedly, the patient¿s anatomy was not tortuous but was very tight and the tissue was friable. During the procedure, the physician deployed a wallflex enteral colonic stent (25x 60) but noted that the stent was not visible under fluoroscopy. The delivery system got caught in the stent when it was being removed. The stent was moved out of position and came out of the scope upon removal of the delivery system. The delivery system was noted to be kinked. The physician deployed another wallflex enteral colonic stent (25 x 90) to treat the lesion. 10 minutes post-procedure, the patient¿s vital signs declined. The patient experienced bloating and severe pain in the stomach. An x-ray was done and a perforation was confirmed. The physician performed an emergency colon resection and the stent was removed. According to the physician¿s assessment, the stent contributed to the perforation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.